Event description:
Reason(s) for revision: pain.

Event description:
It was reported that the patient had a revision on the asr right hip implant. The reasons for the revision were as follows: alval/soft tissue reaction; trauma. These reasons are in addition to the previously reported condition of pain.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision: asr xl (right). Reason(s) for revision: pain. Stem used is non depuy. Update from (B)(6)'s email 11th june 2012: reasons for revision added, product (summit duofix tap added). Reasons for revision: pain, alval/soft tissue reaction, trauma, dpyous-57. Update ad 03 may 2018: (B)(4) has been re-opened under (B)(4) because of a new alert received. Corrected doi, doe and dor. Add manufacturing dates as well. Doi: (B)(6) 2006; dor: (B)(6) 2011; right hip.

Manufacturer narrative:
Product complaint # (B)(4).